Event description:
It was reported that a pt experienced fit and placement problems with one m6sct/cfs, specialized single cannula cuffless tracheostomy tube. Parent and homecare nurse report that skin irritations developed under chin and near stoma site which they attribute to the flange fit and size. It is unk how long the devices were in use when the reported problems were detected. There was one pt involved with no reported pt compromise. One used and one unused m6sct/cfs devices were returned to the MFR for analysis and investigation. Device eval. Results are recorded on section h. Of this report.